Event description:
It was reported that the hinge spring was ejected from the panel access door of the walkaway plus instrument. The operator was not wearing an eye protection however no injury or adverse event occurred.

Manufacturer narrative:
(B)(4). The reported walkaway plus system was part fca msi 14-01 (FDA z-1990-2014). Modification of the door hinges was performed on (B)(6) 2014. The system was fully functional after the modification was performed. On (B)(6) 2014 the customer reported they were having issues with the access door. A service engineer was dispatched; however, he was not able to align the door and ordered a new panel access door assembly; installed on (B)(6) 2014 and the system was fully functional. The instrument's door hinges operated without incident until (B)(6) 2014. Upon event describe in block 5,a service engineer was dispatched and the door hinge was modified. The instrument is functioning properly based upon completion of the specific service leak.